Event description:
It was reported that the procedure was to treat a de novo lesion located in the left anterior descending (lad) artery which was straight forward, no tortuosity. Pre-dilatation was performed with 0% residual stenosis. A 3.5x12mm implant was deployed. Optical coherence tomography (oct) was performed pre and post procedure, and all struts looked perfect. About 8 hours later the patient had chest pain and came back to the cath lab since thrombosis was suspected. The images showed low flow approximately 10mm distally from the implant. Oct showed a perfect implant, but a dissection in the vessel wall, starting 10mm distal to the implant. The dissection was treated by ballooning and implantation of 1 drug eluting stent. The patient is well. Per the doctor there is no relationship to the implant, but believe that the dissection was caused simply by the procedure itself or perhaps a dissection was missed distally before deployment of the implant. No additional information was provided. This is being reported because the tip of the delivery system could have caused the dissection during placement of the implant.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the implant remains inside the patient anatomy. The reported patient effects of angina and dissection, as listed in the instructions for use (IFU), are known patient effects that may be associated with the use of a coronary implant in native coronary arteries. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.